Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that during administration of vaccine with bd safetyglide¿ needle only, 25 g x 1 in. The needle pulled out of hub and remained in patients leg. The nurse removed the needle, results of patient impact was not provided. The following information was provided by the initial reporter: it was reported by the nurse that they were utilizing the needle to administer vaccine. Needle detached from hub when they were attempting to remove from client's leg. When needle detached from hub, it remained in client's leg until removed by nurse.